Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, no analyzer was sent in with the programmer. To address the issue the hard disk drive was reconfigured and current software was reloaded. It was also noted that the system fan was noisy. Product ID: 2067l programmer rf (radio-frequency) head, 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer continuously rebooted when the analyzer was running. The programmer was returned for repair. There was no patient involvement.